Event description:
It was reported that the patient developed a complication of a cavitation in the lateral prostate which fistulized to the urethra farther distally following a transurethral needle ablation procedure. The patient's status was undetermined at the time of this report. Further information was requested.

Manufacturer narrative:
(B) (4).